Event description:
The device was used during low anterior resection. Reportedly, the staples migrated. The surgeon performed a re-operation to complete the procedure. The hosp has reported the pt's condition is satisfactory.